Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4033 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient¿s PICC was placed for less than 4 months, and fluid was found to leak from the catheter¿s puncture port when flushing the tube. A small breach was observed. The tube was cut aseptically and the extension connector of the catheter was replaced. After flushing the tube again, it was found that there was another crack at 35cm of the catheter. Liquid seeps, give the patient relevant education and extubation.